Manufacturer narrative:
Correction: the original product number initially reported was for the m3516a (sla battery). The device was evaluated by a philips field service engineer. It was confirmed that the battery is out of date. This does not represent a malfunction, nor was any symptom reported. However, the device evaluation revealed ECG interference caused by the paddle set. Replacing the paddle set resolved the reported issue. The device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is "no longer valid." There is no reported patient involvement.